Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at time of implant is unknown. It was reported that during initial deployment the physician implanted two aortic cuffs distal to the bifurcated stent graft to treat a right common iliac aneurysm. It was reported that during the pt's 3 months post implant follow-up, a type I endoleak was detected in the right common iliac distal to the stent graft. The physician elected to implant another manufacture's aorto-iliac converter stent graft, however the endoleak did not resolve. The physician then implanted a 16 mm diameter x 11.5 cm iliac aneurx stent graft inside of the aorto-iliac stent graft. Upon completion the angiogram demonstrated that the endoleak had resolved. No additional clinical sequelae were reported and the pt is fine.